Event description:
Homepatient (hp) reported feeling a "shock" three times when touching his homechoice cycler. Hp states while placing the homechoice cassette up against the homechoice cycler membrane gasket, he felt a shock go through the fingers of his right hand. Hp states he tried to load in the cassette a second time, and again felt a shock go through his right hand. Hp reached around the back of the machine with his left hand to turn the homechoice cycler off, and felt a shock in his left hand when he touched the power switch. According to hp there was no patient injury or medical intervention. Follow up with healthcare professional reveals no patient injury.